Event description:
Info was received which alleged that a pt had a laceration of the right cornea, iris and the lens capsule during a refractive surgery. Subsequent info stated that the pt has lost the lens in the eye.the pt is under the care of another ophthalmologist while awaiting further healing.the alk unit was reported to have "jammed" during the surgical procedure.